Event description:
It was reported that the patient was seen in clinic for treadmill testing. The morphology change that led to the previous inappropriate shock therapy was unable to be recreated, however, an occasional noise marker was observed. Technical services (ts) discussed programming options. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise in more than one episode resulting in delivery of inappropriate shock therapy. It was reported that the patient was exercising at the time of the episodes. It was noted that the patient had low amplitude r-wave measurements and elevated t-wave measurements. Technical services (ts) discussed troubleshooting and potential programming options for optimization. No adverse patient effects were reported. This product remains in service.